Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized back on may due to low blood glucose of 50mg/dl. The caller stated that the drive support cap appears to be normal. Reviewed the priming technique, and the customer was doing everything correctly. The reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.